Event description:
It was reported by service report that the bed motor functions were not working and the fowler would not lower. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Gas spring cylinder.